Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. As a precaution, the uninterruptible power supply (ups) on the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system would not hold a charge. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: the unique device identification (UDI) and device manufacture date are provided.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.